Event description:
A manuscript titled "efficacy of vagus nerve stimulation in intractable epilepsy patients in cyprus" was received by the manufacturer for review. The article discusses efficacy of vns over time, which was analyzed in 27 patients. Two patients died of sudden unexpected death in epilepsy (sudep). Date of death unknown and relationship to vns is unknown. The report of the other patient who died of sudden unexpected death in epilepsy (sudep) is captured in mfg report number: 1644487-2013-00104. Attempts for additional information have been unsuccessful to date. The report of one patient who developed an infection is captured in mfg report number: 1644487-2013-00102. The report of one patient who had vns explanted due to dysphagia associated with vns stimulation is captured in mfg report number: 1644487-2013-00103. The report of one focal patient who had worsening of seizures is reported in mfg report number: 1644487-2013-00101. The vns explant due to painful stimulation in the neck is captured in mfg report number: 1644487-2013-00100.

Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided an incorrect event date.

Event description:
The article titled " sudden unexpected death in epilepsy: experience from a tertiary epilepsy center in cyprus with review of the literature" was received by the manufacturer and reviewed. The patient died on the beach during the day.